Manufacturer narrative:
(B)(4). Reported event was confirmed via operative notes reviewed by a health care professional. Sem analysis identified: the taper of the returned device was reviewed via optical microscopy resulting in a consensus modified goldberg score of 4. A score of 4 corresponds to, damage over the majority (>50%) of the surface with severe corrosion attack and abundant corrosion debris. Review of complaint history for item# 11-104212 lot# 213430 identified additional similar complaints for the reported item(s) and part and lot combination(s). Complaints are monitored through monthly complaint review (reference (B)(4) and (B)(4)) in order to identify potential adverse trends. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent right total hip revision procedure approximately eleven years¿ post-implantation due to pain and metallosis was noted during the procedure. The medical records state: the component was slightly retroverted with a prominent anterior flange which may have caused soft tissue irritation and may have been the source of groin pain. There were no complications. Attempts have been made and additional information on the reported event is unavailable at this time.